Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Other cables at wrist were undamaged. Additional observation not reported by the site was that the instrument distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the mega suturecut needle driver instrument's internal cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.